Event description:
It was reported that during an unknown procedure, the outer seal came off and it became unclean before use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Device has been received but the analysis is not yet begun. A supplemental report will be submitted upon completion.

Manufacturer narrative:
(B)(4). Date sent: 4/13/2022. D4: batch # v95w8m. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that b12srt device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was functionally tested to detect any reducer attachment removal issues. Upon evaluation of the device, the universal seal latch onto the sleeve assembly. In addition the obturator latch onto the universal seal as well. The device was fully functional according to the manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number v95w8m, and no non-conformances were identified.